Manufacturer narrative:
The company service representative, examined the system, but did not replicate the reported event. The company service representative, advised the customer to replace the cassette. As that might have been the cause of the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an ophthalmic operating console had poor vacuum during a vitrectomy procedure. There was no issue with the console but surgeon was reusing the cassettes which caused the reported event. The surgery was completed successfully. There was no patient harm.